Manufacturer narrative:
(B)(4). The lot # 3000273245 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the heated metal part of the tip of the vasoview hemopro 2 jaw came off making it impossible to pinch the blood vessel properly. Nothing fell in the patient. The cannula was inserted with the jaws closed. It was an usual feeling when inserting the harvesting tool into the cannula. No additional incisions were required. A new vh-4000 was issued and the operation continued. There was no prolongation of surgery or harm to the patient's health.